Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the radius side and an underweight device. A visual and microscopic analysis were performed which identified a sharp opening, non-penetrating nicks, fold creases, and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp opening on the radius side due to a surgical impact opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.